Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9224172. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a difficult plunger was found during use with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter, "consumer reported difficulty moving the plunger rods on his insulin syringes during his injections, over the past 6-8 months. Stated most recently this morning it was extremely difficulty to move and push in the plunger rod on 1 of his insulin syringes during his injection. Also stated the writing/unit scale markings on the insulin syringe barrel is bad and not clear on various syringes. Exact number of syringes affected with this issue is unknown."